Manufacturer narrative:
Bd became aware of mw5110667 on (B)(6) 2022, regarding an event that appears to have occurred on june 30, 2022. The medwatch states " pyxis anesthesia devices are consistently dropping their wireless connections on our campus. Therefore, the connection is not strong enough to send and receive data. This results in patient information not updating within the devices, and transactions within the devices not being communicated back to the server. Our wireless team has worked with the vendor (bd) to investigate multiple suggested solutions for improvement, but the issue is ongoing. Our wireless team has determined that the current 2. 4 ghz network will not allow these devices to hold their wireless connections due to the design of the pyxis hardware and limitations associated with this 2. 4 ghz network. Our wireless team tested using an external 5g wireless card/dongle, which did stabilize the connectivity. The vendor tells us we are not allowed to use this external card/dongle because the devices are FDA regulated. While there is an option to hardwire these devices, the impact to workflow within the operating room setting would be undesirable. FDA safety report ID# (B)(4)." The medwatch was filed anonymously. Bd completed a case review to try and identify the event or similar events between june 1, 2022, and august 24, 2022. There were no cases identified that could be directly linked to this medwatch. Bd opened case number 2639356 in order to document the events described in the medwatch and any potential investigation. At this time bd is unable to identify which product the event occurred on, who the complainant was, or which customer created the medwatch. Without this information, bd is unable to complete any additional investigation. If in the future more information becomes available, an investigation will be conducted. No patient or user harm was reported.

Event description:
Bd became aware of an anonymous medwatch (mw5110667) on (B)(6) 2022. The medwatch was filed on (B)(6) 2022 and alleges that several pyxis anesthesia devices are consistently dropping their wireless connection affecting patient information not updating and transactions not being communicated to the server.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Case opened due to anonymous maude report. No serial number available. Per (B)(4) complaint investigation, if serial number is not available, chr cannot be performed. Case opened due to anonymous maude report. No serial number available. Per (B)(4) complaint investigation, if serial number is not available, DHR cannot be performed. The medwatch was filed anonymously. Bd completed a case review to try and identify the event or similar events between june 1, 2022, and august 24, 2022. There were no cases identified that could be directly linked to this medwatch. Bd opened this case number in order to document the events described in the medwatch and any potential investigation. If in the future more information becomes available, an investigation will be conducted.

Event description:
Bd became aware of an anonymous medwatch (mw5110667) on july 31, 2022. The medwatch was filed on june 30, 2022 and alleges that several pyxis anesthesia devices are consistently dropping their wireless connection affecting patient information not updating and transactions not being communicated to the server.